Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level (bg) was 510 mg/dl. Customer addressed the elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.